Manufacturer narrative:
The device was returned to a third party, the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical corp, united states. Testing of the board was not able to duplicate the malfunction. The customer confirmed that replacing the bridge board resolved the malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Zoll medical corp has not received the device for eval, and this complaint is still under investigation.